Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by timothy mctighe. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ product location unknown.

Event description:
Information was received based on review of a journal article titled, "modular head mismatch in tha" which reviews a case report of mismatch articulation bearing diameters. This study reported that a patient underwent a right hip arthroplasty on an unknown date. At six weeks post-op, patient presented with persistent pain. Radiograph revealed diameter mismatch of the femoral head and acetabular liner was suspected due to subtle asymmetry of the head and acetabular shell. Review of the implant log revealed implantation of a 40mm outside diameter head component with a 36mm inside diameter acetabular liner. Patient underwent a revision procedure due to the mismatched femoral head and acetabular liner. In conclusion, the best high technology devices are only as good as the surgical technique and surgical skills of the operating surgeon at the time of implantation.